Event description:
Customer reported low blood glucose symptoms with result of 98 mg/dl obtained on the advantage system. Six hours later, the customer tested 64 mg/d on the advantage system; she began "nodding out," and paramedics arrived approximately 5 minutes after result of 64 mg/dl. Customer tested 34 mg/dl on professional meter and was treated with food and oral glucose. She tested 47 mg/dl at the emergency room and was treated with an IV (contents unk), pudding, applesauce, and gatorade. Low blood glucose symptoms improved about an hour later. Requested return of suspect device, and replacement was sent.